Manufacturer narrative:
During the quality investigation testing, the overheating reported by the customer was duplicated. Further investigation revealed corrosion within the core driveshaft. The drive shaft and other component parts were replaced. The device was repaired, cleaned, lubed and returned to the customer.

Event description:
A stryker core impaction drill was sent for repairs for overheating during a tooth extraction procedure. Another drill was used to complete the procedure without any procedure delays. No adverse consequences were associated with the event.